Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient experienced bradycardia and the implantable pulse generator (ipg) was not working. The ipg remains in use. No further patient complications have been reported as a result of this event.